Event description:
The customer reported that the probe of the ortho provue analyzer was dripping. Information was not provided regarding possible result codes. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent. The fe replaced the probe and wash station and performed fine probe adjustments. The fe also performed wad diagnostics level sensing, reagent, sample identification and pipetting. Replacement of the probe and wash station and the appropriate adjustments has returned the instrument to expected operation. The customer has not logged any complaints against this analyzer since this incident. (B) (4).